Manufacturer narrative:
(B)(4). The reported complaint of "staples not closing during surgery" was not confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but were unable to release from the stapler. Although the reported complaint could not be confirmed, the returned sample failed to work properly as it would not release the staples. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler. Upon engaging the trigger, the staple formed and successfully released. The anvil is defective. The stapler was returned with 27 staples left in the cartridge indicating that the stapler was fired 8 times by the end user. The trigger was received partially engaged. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance, 70015125, has been previously opened and is currently in progress to further investigate the defective anvil part. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the other remarks: capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium ((B)(4)) and hard ((B)(4)) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately (B)(4) lbs. Of force on a weight scale (ID: (B)(4)). Approximately (B)(4) lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile ((B)(4)): insertion 1: 2 secs complete stall. Insertion 2: 2 secs complete stall. Insertion 3: 1 secs complete stall. Hard profile ((B)(4)): insertion 1: 1 secs complete stall. Insertion 2: 1 secs complete stall. Insertion 3: 1 secs complete stall. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver to completely stall. The device. The device stalled within 1.0 second. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver stalled immediately at approximately (B)(4) lbs. Of downward force. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium ((B)(4)) and hard ((B)(4)) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately (B)(4) lbs. Of force on a weight scale (ID: (B)(4)). Approximately (B)(4) lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile ((B)(4)): insertion 1: 2 secs complete stall. Insertion 2: 2 secs complete stall. Insertion 3: 1 secs complete stall. Hard profile ((B)(4)): insertion 1: 1 secs complete stall. Insertion 2: 1 secs complete stall. Insertion 3: 1 secs complete stall. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver to completely stall. The device. The device stalled within 1.0 second. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver stalled immediately at approximately (B)(4) lbs. Of downward force. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. Teleflex has also opened CAPA (B)(4) to investigate the cause for the led remaining green.

Event description:
The device was used on a patient who was in cardiorespiratory arrest. Prior to use, the led light was green but when it was pressed on the shinbone without force, the motor stopped. The motor did not have force to pass through the bone. Another attempt was made in another shinbone with the same result. As a consequence the abbocath was used without any issues and the drug was infused.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device was used on a patient who was in cardiorespiratory arrest. Prior to use, the led light was green but when it was pressed on the shinbone without force, the motor stopped. The motor did not have force to pass through the bone. Another attempt was made in another shinbone with the same result. As a consequence the abbocath was used without any issues and the drug was infused.